Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was an attempted implant due to shock impedance measurements greater than 200 ohms. Device testing with the chronic defibrillation lead produced out of range measurements were out of range with the superior vena cava (svc) coil. Measurements performed through the pacing system analyzer were normal on the svc. Troubleshooting and testing was performed and intermittent connection issues were suspected. A replacement device produced normal results. No adverse patient effects were reported.